Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her son experienced abdominal pain and at the same time, his blood glucose level was 500 mg/dl, which they tried to treat with a manual bolus. Subsequently, on (B)(6) 2019, he was admitted to the emergency room, with the blood glucose level of 500 mg/dl, fluctuating blood glucose levels (up and down) and due to diabetic ketoacidosis. It was stated that cannula was found to be bent/ crimped, when the infusion set was removed from the body. During hospitalization, the patient was treated with manual syringes. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.